Event description:
It was reported that the bd ultra-fine¿ 1/2ml insulin syringe experienced damaged products. The following information was provided by the initial reporter: the customer reported about a crack on the scale area of the barrel.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H.6. Investigation summary: customer returned a single 0.5ml syringe. The barrel of the syringe is cracked on one side, reaching roughly 2-3cm down from the distal tip of the barrel. Due to the batch being unknown, no DHR review can be completed. Based on the samples received, embecta was able to confirm the customer¿s indicated failure of barrel damage. Manufacturing (holdrege) will be notified of this issue. Based on returned sample analysis from complaint handling department, syringe was examined and exhibited the syringe is cracked on one side, reaching roughly 2-3cm down from the distal tip of the barrel. Blank barrels are transferred from totes to a bulk hopper, the hopper then meters them into the vibratory feeder which orients and transfers the barrels single file into the first inline feeder. The first inline feeder rail transfers to the inspection dial where short molding defects are rejected. After the inspection dial, the barrels are transferred to the second inline feeder and transitions through the corona treater terminating at the inhibit gate. At cycle start, the inhibit gate opens, introducing barrels to printer infeed dial on through the flange guide which aligns the flanges for proper registration and into the print carousel where ink images are applied. From the print carousel, the barrels are transitioned to the transfer dial and into the curing oven. The cured product exits the oven chute for transfer to the next operation. Unable to perform DHR check for damaged barrel due to unknown lot number. Therefore, definite root-cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd ultra-fine¿ 1/2ml insulin syringe experienced damaged products. The following information was provided by the initial reporter: the customer reported about a crack on the scale area of the barrel.